Event description:
A patient contact reported to fresenius customer service that the peritoneal dialysis (pd) patient expired while connected to the liberty select cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired on (B)(6) 2024 due to an unreported cause. It was affirmed the patient was connected to the liberty select cycler at the time of death. It was explained the patient expired in their sleep and was found by family the following morning. Emergency services were not activated, and the patient was pronounced deceased at home by the coroner¿s office. It was suspected the cause of death was due to a significant cardiac disease history as their health was in decline in recent weeks as a result; however, this could not be confirmed as the cause of death was not reported to the outpatient clinic. It was confirmed, though the cause of this event remains unknown, there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication this patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Correction: d9, h3.

Event description:
A patient contact reported to fresenius customer service that the peritoneal dialysis (pd) patient expired while connected to the liberty select cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired on 18/jul/2024 due to an unreported cause. It was affirmed the patient was connected to the liberty select cycler at the time of death. It was explained the patient expired in their sleep and was found by family the following morning. Emergency services were not activated, and the patient was pronounced deceased at home by the coroner¿s office. It was suspected the cause of death was due to a significant cardiac disease history as their health was in decline in recent weeks as a result; however, this could not be confirmed as the cause of death was not reported to the outpatient clinic. It was confirmed, though the cause of this event remains unknown, there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A patient contact reported to fresenius customer service that the peritoneal dialysis (pd) patient expired while connected to the liberty select cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired on (B)(6) 2024 due to an unreported cause. It was affirmed the patient was connected to the liberty select cycler at the time of death. It was explained the patient expired in their sleep and was found by family the following morning. Emergency services were not activated, and the patient was pronounced deceased at home by the coroner¿s office. It was suspected the cause of death was due to a significant cardiac disease history as their health was in decline in recent weeks as a result; however, this could not be confirmed as the cause of death was not reported to the outpatient clinic. It was confirmed, though the cause of this event remains unknown, there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.